Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that when the patient got off the couch, it seemed like the stimulation ¿went down to half the voltage.¿ when he was moving around, the stimulation kicked off where he couldn¿t¿ feel anything and then the stimulation kicked back on where he could feel it again. When stimulation was kicking off and on, it was ¿really hitting him hard,¿ and then it¿died down to half the power¿ again. The patient tried turning stimulation up and down and that turns stimulation on and off. The patient could barely feel stimulation at the time of the report, and it seemed like it was only half way to what it was supposed to be set at. There were no falls or trauma related to the issue. It was noted that the implantable neurostimulator charges fine and he has not had an issue with the implantable neurostimulator recharger. No further complications were reported.